Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 409 mg/dl. The customer was getting no delivery alarms prior to the event, and he changed the infusion set, but continued to experience high blood glucose levels. The customer was nauseous and vomiting, so he decided to go to the emergency room. Troubleshooting was not possible at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See also MFR report number 2032227-2010-81258.